Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not working. The customer reported there was a delay in dispensing medications to the patient and issue occurred during workflow there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not working. The customer reported there was a delay in dispensing medications to the patient and issue occurred during workflow there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had issue. A field service engineer stated that user would verify network cable and connections, and the network cables on some equipment were found to be reversed, the issue was resolved by the customer. The system functioned as intended after the customer resolved the device.